Event description:
It was reported that while cutting a padded fibreglass cast, the patient received a minor laceration on the small toe of the left foot. It was also reported that the patient was immediately treated to control the bleeding. It was further reported that there was no delay to the case.

Manufacturer narrative:
The cast cutter blade associated with this event was returned to the manufacturer for evaluation. It was visually confirmed that all teeth were intact and there was no signs of damage to the blade. The returned blade was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is undetermined. (B)(4).